Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked reservoir tube lip, and intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 299mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).